Event description:
The manufacturer received information alleging a trilogy ev300 ventilator experienced an oxygen blender problem. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device by a philips field service engineer, a ventilator service required error code relating to 'oxygen blending module (obm) valve failure' was found in the device's error log. The service engineer states that the trilogy evo obm system printed circuit assembly (pca) board, trilogy evo obm subassembly valve, and trilogy evo obm harness need to be replaced to resolve the error. The repair is awaiting to be done on site.

Manufacturer narrative:
The reported oxygen blending module failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.